Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware.

Event description:
It was reported that the ipg was no longer functioning as intended as it would no longer communicate or obtain telemetry report. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.